Event description:
Hosp submits the following report pursuant to 21 cfr part 803. This report is based on info reviewed by hosp which hosp may not have had an opportunity to investigate fully or verify prior to the reporting date. This report shall not be construed as an admission by hosp that it or any of its employees or affiliates caused or contributed to the incident described herein. Pt in end stage cardiomyopathy awaiting heart transplant. On 9/5/96 he had lvad implanted. On 9/17/96 staff noted inappropriate change in console function. Change to backup console with same response. Drive line/gray sensor changed with no change. Co notified, felt problem not with console or external system but with internal blood pump. Pt to or for explant and implant of new device.